Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient does not use a stabilizer when he lies down, and while he was sleeping his driveline was pulled when he turned. The patient notified the vad coordinator and was seen. An antibiotic was started for 10 days. The patient later noticed drainage and positive blood cultures were taken. Antibiotics were given. No drainage has been noted. The patient is ongoing. Just notified of driveline infection during routine patient follow-up reports.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.